Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely deceased sodium results for one patient. The following data was provided (customer¿s reference range is 133-146 mmol/l): sample ID (B)(6) initial result, on (B)(6) 2025 was 125.2, repeat result was 116.1, repeat result, on another analyzer, was 133.1 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely decreased sodium results on an alinity c processing module, serial number (B)(6). Through an extensive investigation, the fsr found multiple blockages of the cuvette washer assembly, part number c-35016546-02. The fsr cleared the blockages which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely deceased sodium results for one patient. The following data was provided (customer¿s reference range is 133-146 mmol/l): sample ID (B)(6) initial result, on 20apr, was 125.2, repeat result was 116.1, repeat result, on another analyzer, was 133.1 mmol/l. There was no impact to patient management reported.